Event description:
It was reported a collapse of the frame and displacement of bone segments across site due to strut collapse of one of the tsf struts.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this is a complaint from south africa reporting an identified unique mode of failure for the taylor spatial frame fast fx struts. The tests were performed with a laboratory model. No patient involvement/participation in the test. Quoted from the article ¿ in this article a lab model is used to demonstrate the consequences of catastrophic strut collapse and warn users of the importance of using the ID bands and locking nuts to prevent inadvertent fragment displacement¿. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the article submitted, it is indeed very important that the IFU¿s for this device be followed to prevent a ¿catastrophic strut collapse¿ without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.